Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, the user guide was reviewed, and it states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis (pd) nurse to prevent infection.¿ at this time, the reported incident could be attributed to end user error in accordance with the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient¿s home therapy registered nurse (htrn) reported that the patient had been hospitalized on (B)(6) 2021 with a diagnosis of respiratory distress unrelated to the use of any fresenius product(s). Twenty-four hours after admission, the patient was diagnosed with peritonitis. The patient had been diagnosed with clostridium difficile (c-diff) a week prior to the hospitalization for which antibiotics had been prescribed. The patient was administered intravenous (IV) vancomycin and cefepime (dose, frequency, and duration unknown). During the hospitalization, the patient¿s pd effluent culture resulted positive for enterococcus faecalis. The antibiotics were changed to intraperitoneal (ip) vancomycin (dose, frequency, and duration unknown). The patient continued pd therapy during the hospitalization utilizing manual exchanges. The patient was discharged to home on (B)(6) 2021 with ip vancomycin 1g every other day. The hospital suspects the c-diff infection is connected to the cause of the peritonitis in conjunction with improper aseptic technique. The patient denies any fibrinous cloudy fluid prior to the hospitalization and states they washed their hands and used sanitizer.

Event description:
A peritoneal dialysis (pd) patient¿s home therapy registered nurse (htrn) reported that the patient had been hospitalized on (B)(6) 2021 with a diagnosis of respiratory distress unrelated to the use of any fresenius product(s). Twenty-four hours after admission, the patient was diagnosed with peritonitis. The patient had been diagnosed with clostridium difficile (c-diff) a week prior to the hospitalization for which antibiotics had been prescribed. The patient was administered intravenous (IV) vancomycin and cefepime (dose, frequency, and duration unknown). During the hospitalization, the patient¿s pd effluent culture resulted positive for enterococcus faecalis. The antibiotics were changed to intraperitoneal (ip) vancomycin (dose, frequency, and duration unknown). The patient continued pd therapy during the hospitalization utilizing manual exchanges. The patient was discharged to home on (B)(6) 2021 with ip vancomycin 1g every other day. The hospital suspects the c-diff infection is connected to the cause of the peritonitis in conjunction with improper aseptic technique. The patient denies any fibrinous cloudy fluid prior to the hospitalization and states they washed their hands and used sanitizer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler and cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the event and use of the liberty select cycler and cycler set. Additionally, there is no allegation of a device malfunction or cassette leak reported for this event. The patient was diagnosed a week prior to the peritonitis event with a c-diff infection which causes diarrhea in patients. The patient¿s culture result of enterococcus faecalis supports a conclusion of a breach in aseptic technique as enterococcal peritonitis most likely results from touch contamination and gastrointestinal sources. Due to the c-diff side-effects, the patient likely had a lack of hygiene resulting in a breach in aseptic technique with pd therapy. The c-diff infection can also cause transmural translocation of the intestinal bacteria to the peritoneal cavity resulting in peritonitis. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
A peritoneal dialysis (pd) patient¿s home therapy registered nurse (htrn) reported that the patient had been hospitalized on 03/apr/2021 with a diagnosis of respiratory distress unrelated to the use of any fresenius product(s). Twenty-four hours after admission, the patient was diagnosed with peritonitis. The patient had been diagnosed with clostridium difficile (c-diff) a week prior to the hospitalization for which antibiotics had been prescribed. The patient was administered intravenous (IV) vancomycin and cefepime (dose, frequency, and duration unknown). During the hospitalization, the patient¿s pd effluent culture resulted positive for enterococcus faecalis. The antibiotics were changed to intraperitoneal (ip) vancomycin (dose, frequency, and duration unknown). The patient continued pd therapy during the hospitalization utilizing manual exchanges. The patient was discharged to home on 07/apr/2021 with ip vancomycin 1g every other day. The hospital suspects the c-diff infection is connected to the cause of the peritonitis in conjunction with improper aseptic technique. The patient denies any fibrinous cloudy fluid prior to the hospitalization and states they washed their hands and used sanitizer.